Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized for three days due to hyperglycemia on (B)(6) 2020. The customer's blood glucose level at the time of the incident was 400 mg/dl and the current blood glucose was 166 mg/dl. The customer was dispatched to emergency medical service. The customer was treated with an insulin pump and intravenous insulin. The auto mode was active at the time of the incident. Customer had been using an insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will be returned for analysis.